Manufacturer narrative:
The impella device was discarded by the customer, therefore, evaluation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 75-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient lost pulses and the limbs were cooler than previous assessments. A decision was made to wean the impella. Immediately after removal, pulses came back and the foot was warmer to touch.